Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as a "check vent: proximal pressure sensor range error" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the issue occurred but was ultimately replaced with the same model. No reproducibility of the issue was observed while running the device after the swap. Final investigation and disposition are pending.